Event description:
Caller reported a tandem mobi cartridge alarm during the pumping process, and a cartridge alarm 35 was confirmed by technical support. There was no reported adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy to ensure insulin delivery was not interrupted. Technical support provided a replacement pump and gave instructions for putting the old pump into storage mode and returning it to tandem, with further guidance on steps to take once the replacement pump was received. Customer understood and acknowledged the instructions.